Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer changed cartridge and infusion set to address the issue. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy. No additional information was provided by the customer.